Event description:
It was reported that one of the patient's leads had high impedances and device is unable to enter MRI mode. As a result, surgical intervention may be undertaken in the future to address the issue. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial:(B)(6) , batch: a000150920.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the lead was explanted and replaced. Reportedly effective therapy was restored.